Event description:
The customer tested his blood glucose and received a reading of 200 mg/dl using his contour meter. His glucose was retested using another meter and that reading was 100 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer was unable to read the reagent lot#, so the meter information was provided instead.